Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the evaluation result, omsc considered that the reported phenomenon (rust attaching to the air/water nozzle) was attributed to the residues such as chemicals due to the insufficient rinsing. Olympus stated the appropriate handling of gif-1200n and the counter measures against abnormalities in the instruction manual of gif-1200n.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use it was found that the air/water feeding could not function. The user replaced the subject device to another similar device and completed the procedure. The subject device was returned to omsc for evaluation. During the evaluation, omsc found that there were rust on the air/water nozzle. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.